Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified three faults which resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. Our quality system was reviewed and this was determined to be a non-patterned issue. We will continue to monitor field reports for similar device behavior.

Event description:
It was reported that, during pre-implant testing, it was found that this pacemaker had reverted to safety mode. This device was not used and there was no patient involvement. The device was returned for analysis.

Event description:
It was reported that, during pre-implant testing, it was found that this pacemaker had reverted to safety mode. This device was not used and there was no patient involvement. The device was returned for analysis, which is ongoing.